Event description:
Patient needs insulin syringes that measure in 1/2 unit increments. This product no longer measures less than 1 unit increments. Mother is upset that she cannot use this product. Found some at another pharmacy. Product change is not marked on box. Manufacturer consulted by phone to obtain change information.